Manufacturer narrative:
The correction of b5 describe event and problem, b3 date of event, h4 manufacture date, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 29th august, 2023 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the upper and lower covers were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 18th august, 2023 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the upper and lower covers were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous b3 date of event: 08/29/2023. Corrected b3 date of event: blank. Previous h4 manufacture date: 08/22/2019. Corrected h4 manufacture date: 08/23/2019. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights ¿ pwdii700sf v k3 aim cl. It was discovered that the upper and lower covers were damaged with missing particles. We decided to report the issue in abundance of caution as the issue can lead to contamination of sterile field. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the cause of the damages, occurred on the upper cover, the handle and the underface of the pwdii light heads, was a misuse. It is also confirmed by technician who stated the damage is a result of collision. Getinge shall continue to monitor any further events of this nature and does not propose any further action at this time.

Event description:
On 18th august, 2023 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the upper and lower covers were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: (B)(6). Event site name: spartanburg reg health svcs dist. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the upper and lower covers were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.